Event description:
Boston scientific crm received information that this right ventricular (rv) lead dislodged one day following the implant procedure. This was discovered at the post implant observation and it was noted the patient suffered a pneumothorax of the left lung during the initial implant. The physician repositioned the lead back into the rv and no further issues were observed. As of this report, the rv lead remains in service. Dates were provided to us by boston scientific.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.